Event description:
The customer reported that approximately 10 cc's of clenz had leaked from the coulter lh 500 hematology analyzer; the leak was contained within the instrument. The instrument also generated low vacuum failures. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) discovered a leak from the black stripe I-beam tubing from fitting 107-124 at pv37 due to a small pin hole. The fse replaced the tubing resolving the leak. Unrelated to the leak, the fse also found that the low vacuum regulator had malfunctioned. He replaced the low vacuum regulator resolving the low vacuum failures. (B)(4).